Manufacturer narrative:
Upon initial investigation of the meter the code chip carrier was found to be broken. The code chip would not remain in the meter and would fall out. The broken chip carrier indicates that the meter had been subjected to some kind of external force. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient tested with coaguchek xs plus meter serial number (B)(4). A venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. Within approximately 3.5 hours, a sample from the patient was tested using the meter, resulting with a value of 1.0 inr. No adverse events were alleged to have occurred with the patient. The reporter's product was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 3535031) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.